Manufacturer narrative:
The insulin pump alarmed after boot up and had intermittent button response due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that customer received a button error alarm. It was also reported that customer experienced keypad anomaly. Customer reported that all buttons were unresponsive insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.